Event description:
It was reported that the 9900 system had no image during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.